Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock due to t-wave oversensing of a sudden onset broad complex tachycardia while walking. Although this shock was considered inappropriate by the physician, it converted the patient back to the normal sinus rhythm. The patient was hospitalized and boston scientific technical services (ts) was contacted for review. Ts confirmed that the patient experienced a sudden morphological change that led to the shock delivery. Potentially extending the smartcharge feature was recommended, should the physician prefer this rhythm to not be treated. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.